Event description:
It is reported that the bd syringe luer-lok¿ tip packaging had poor perforation. The following information was provided by the initial reporter: "nurse attempted to tear 'single' syringe off packaging strip. They were unable to do so without tearing the entire strip open."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported that the bd syringe luer-lok¿ tip packaging had poor perforation. The following information was provided by the initial reporter: "nurse attempted to tear 'single' syringe off packaging strip. They were unable to do so without tearing the entire strip open."

Manufacturer narrative:
H.6. Investigation summary: six 10ml luer-lock syringes (p/n 302995) batch 2091690 were received and evaluated. One syringe package has no defect upon it. Two packages are stuck together without a good perforation. Two packages have been torn apart without good perforation and the web is torn. One package is torn into the bottom web which affects the sterility of the syringe. The conditions observed are non-conforming per product specification. Potential root cause for the poor package perforation defect is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 2091690 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 2091690. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.